Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
(B)(6) 2021, clip was found broken during usage on the patient. CT examination revealed that the broken clip was on the side of the patient's abdominal wall, and the patient had no symptoms of discomfort.

Event description:
(B)(6) 2021, clip was found broken during usage on the patient. CT examination revealed that the broken clip was on the side of the patient's abdominal wall, and the patient had no symptoms of discomfort.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73a1900621 was manufactured on 01/18/2019 a total of (B)(4) pieces. Lot was released on 02/12/2019. DHR investigation did not show issues related to complaint. From the picture's failure mode was unable to be confirmed. Reported as "broken parts - clip - info not provided". However , it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. P/n 544230 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 125 samples were taken from the current production p/n 544243 hemolok l clips 3/cart 42/box lot # 73e2100428, the samples were visually inspected, and during the test issue reported "broken parts - clip - info not provided" was not observed in the current manufacturing process. Please refer attachment 1900085161_additional_test. Revision of fmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Failure mode "broken parts - clip - info not provided" was unable to be confirmed with the pictures. A corrective action is not required at this time , it could not be determined why the sample is not available.